Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to loss of capture. This lead was removed prior to pocket closure and successfully replaced. This product is not expected to return. No adverse patient effects were reported.